Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash that was diagnosed as fungal. The rash was located under the electrodes and therapy electrodes. The area is described as red, but not open. Patient has a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Patient was prescribed nystatin powder and oral medication at an urgent care and was later prescribed an ointment by their physician. Follow up indicated that the irritation is improving.